Event description:
Clinical study. It was reported that on the same day after a drug eluting stenting treatment procedure the pt experienced mild non-life threatening chest pain. The lesion being treated was a 2.5mm 90% stenosed 1st diagonal artery that was not predilated. The physician then placed a taxus express2 8.8% 2.5x12mm drug eluting stent in the 1st diagonal artery. On that same day the pt experienced mild non-life threatening chest pain that was relieved with administration of oxygen. The pt was discharged the next day on aspirin and plavix.

Event description:
It is further reported by the site that this event has been withdrawn from the study.